Event description:
It was reported that during central processing, long bipolar grasper (lbg) instrument conductor wire was found damaged. Intuitive surgical, inc. (Isi) technical support engineer (tse) advised site to return the instrument. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the long bipolar grasper instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that the instrument information in unknown, but the damage that was observed was the insulation was slightly damaged but not enough to expose the internal wires. There was no loss of cautery with the association of the damaged conductor wire. It is unknown if there was any thermal damage. The instrument will not be returned due to slight damage, it is used at the customers discretion and have been advised that the instrument should not be used. There are no photographic images available. Patient demographics were requested, but the site was unwilling to provide the information due to the hospitals privacy policy.

Event description:
Refer to h11 for follow-up information.